Event description:
Broken tip of hearing aid on the right got stuck in the right eac and had to be mechanically retrieved. This is the device as listed by audiology: (B)(6) 2014 sivantos/siemens pure 7mi ric right sn: (B)(4) (B)(6) 2016 (B)(6) 2014 sivantos/siemens pure 7mi ric. Left sn: (B)(4) (B)(6) 2016.